Manufacturer narrative:
Retainer ring: black. P-cap locked in place properly during testing. On (B)(6) 2021 customer concern: customer states that the screen is unreadable because it has 7 vertical straight lines from top to bottom. And it has a thumb size watermark on it. No further concerns recorded. After multiple new batteries and battery caps device remained on blank display. Unable to confirm vertical lines on screen or perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within specification. Device also receive with cracked case(battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion, unable to confirm customer concern of vertical straight lines on the screen due to blank display. Blank display due to corroded electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that the screen was unreadable because it had 7 vertical straight lines from top to bottom, and it had a thumb size watermark on it. The insulin pump had fluid under the display. Customer stated that pump was not exposed to liquid but there was water mark on the screen. The insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.